Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the physician attempted to deploy the stent but the stent failed to deploy. The delivery system was broken near the guidewire access port resulting to deployment failure. The stent was fully covered by the outer sheath when it was removed from the patient and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Updated with the additional information received on november 07, 2017.

Event description:
It was reported to boston scientific corporation on october 13, 2017 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on an unknown date. According to the complainant, during the procedure, the physician attempted to deploy the stent but the stent failed to deploy. The delivery system was broken near the guidewire access port resulting to deployment failure. The stent was fully covered by the outer sheath when it was removed from the patient and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 07, 2017. The anatomy location is in the common bile duct.